Manufacturer narrative:
Additional information: b5- per updated informion the vault has improved a little but still a tight angle. Planned lens exchanged. H6- type of investigation 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Correction: h6 health effect- impact code (f)- "2199" should be removed and "4614" should be added. Claim # (B)(4).

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica/narrow angles. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop and significant reduction of iridocorneal angles/narrow angles.cause of the event was reported as the device. Lens remains implanted. As per recent information that was received, the vault temporal is higher and icl is tilted. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: lens was later exchanged for a shorter length lens and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H3: product evaluation: lens was returned with dry with residue within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be manufactured within specifications. Claim# (B)(4).